Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Evaluated by manufacturer. Conclusion and justification status: following investigation, it was identified that similar complaints had been received previously, resulting in the CAPA data review process being initiated for further investigation. The complaint shall be closed at this time with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Vertical fracture of anterior femoral condyle was noted when the instruments was hammered and inserted.